Manufacturer narrative:
(B)(4). Investigation summary: in response to the event reported by the facility a device history review was conducted for lot number 0063927. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customers indicated failure as no samples or photos were returned, and all retention samples performed within specification. Root cause description: unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd intima-ii" closed IV catheter system leaked at the y-site during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "at 9:00 on (B)(6) 2020 , the pipe is backpumped with a large amount of gas. Clamp the stop clamp and then the pipe is flushed. It is found that there is a leakage at the y-shaped joint and a large amount of liquid obviously flows out. It may cause the patient to develop infection and other conditions."